Event description:
The bvs console displayed varying flows during patient support. A back-up console was used. Abiomed field service examined the console and could not reproduce the problem. It appears to have been patient related.